Event description:
Per the attached user facility medwatch report # (B)(4) the event is described as follows: "guidewire broke. Necessitated retrieval of end of wire using other equipment and excessive fluoroscopy. Using laser at same time wire broke." Follow-up communication with the user facility confirmed that a basket device was used to retrieve the detached material and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The involved device has not been returned for evaluation. Visual inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. Based on previous history, the reported event is most likely to have been related to the guidewire becoming damaged due to manipulation against resistance or inadvertent contact with the laser that was used during the procedure. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).